Event description:
During primary insert trial shedded plastic into joint requiring additional time to remove particles.

Manufacturer narrative:
Examination of the submitted trial insert confirmed scoring and gouging on various areas on the trial insert. The root cause is attributed to misuse. Heavy usage could also be a contributing factor. A search of the complaint database did not reveal any trends of this or similar problems for the 9630xx sigma rp curved insert trial product family group. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be reopened.